Manufacturer narrative:
The returned product consisted of the watchman access system (was) along with a watchman delivery system (wds) and an expo diagnostic guide catheter. The was and wds were separate as received. The device was bloody inside and out. The device was soaked in a warm waterbath. The hub, valve, shaft, and tip were microscopically, visually and tactile inspected. Inspection revealed there was a kink in the sheath located 27.5 cm from the hub, with damage (cross threading) to the hub/valve. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kink and thread damage were attributable to procedural factors. The root cause of the event is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-09956, 2134265-2017-10046. It was reported that a perforation with tamponade occurred, resulting in complications and death. A left atrial appendage (laa) closure procedure was being performed. Using an expo guide catheter, the watchman access system (was) was deep seated in the laa. A 24mm watchman laa closure device & delivery system (wds) was advanced and the closure device was deployed. After deployment, a jet flow of contrast medium was noted inside the laa into the pericardium, resulting in blood flow in the pericardium. The perforation of the laa resulted in cardiac tamponade. As they were not able to obtain good views of the closure device¿s placement with transesophageal echocardiogram (tee), they opted to fully recapture the device and begin pericardiocentesis. The patient¿s blood pressure decreased. Approximately 1 liter of blood was aspirated and autologous transfusion of 4 units was administered. Approximately one hour later no additional blood could be aspirated. The patient was treated with double catecholamine therapy, administration of protamine and erythrocyte concentrates. However, an intrapericardial clot had formed and could not be removed with flushing. Asystole occurred and cardiac massage was performed with a CPR machine. After approximately 25 minutes of reanimation, the patient passed away. Per the family, no autopsy will be performed.